Event description:
It was reported telemetry could not be established when trying to interrogate a reveal loop recorder in a box. Interrogation was successful when switching to a new programming wand (head). The programming head was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).